Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product code: phx. (B)(4). Concomitant medical products: 113631 723680 comp primary stem 11mm mini; 115370 059230 comp rvs tray co 44mm; xl-115366 856240 acrom xl 44-41 std hmrl brng; 115323 693530 comp rvsr shldr glnsp +3 41mm; 010000589 234640 comp rvrs 25mm bsplt ha+adptr; 115396 947670 comp rvs cntrl 6.5x30mm st/rst; 180552 715580 comp lk scr 3.5hex 4.75x25 st; 180550 748350 comp lk scr 3.5hex 4.75x15 st; 180554 565860 comp lk scr 3.5hex 4.75x35 st. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03559, 0001825034-2019-03560, 0001825034-2019-03561, 0001825034-2019-03562, 0001825034-2019-03563, 0001825034-2019-03564, 0001825034-2019-03566, 0001825034-2019-03567, 0001825034-2019-03568.

Event description:
It was reported the patient underwent a primary right reverse shoulder arthroplasty. Subsequently, three days post op the patient experienced chest pain secondary to possible pulmonary embolism . Patient treated for pulmonary embolism and anemia. No additional patient consequences are known at the time of this report.